Manufacturer narrative:
Zimvie complaint number (B)(4). D4: expiration date: unknown / not provided. E1: email address: unknown / not provided.

Event description:
It was reported that screw fractured at tooth location 36. Procedure was completed. Screw placed on (B)(6) 2025 and removed on (B)(6) 2026.